Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (perforation). (B)(4).

Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted; one in the lad and one in the rca. An angiographic complication of perforation occurred during the implant of the stent in the rca on the day of the index procedure.